Event description:
It was reported that a ptca/stent procedure was completed where two vision stents (2.25x23mm; 2.25x08mm) were implanted successfully. The pt was discharged from the hospital in 2005. The pt was rehospitalized during a one-month post-procedure for other cardiovascular problems. (The physician stated unrelated to investigational device and possibly related to investigational procedure). The pt died suddenly at home after one week for cardiac causes.